Manufacturer narrative:
(B)(4). D10: zimmer biomet head: cocr hd sh neck d22.2/-2 12/14, part#: p0206c22, lot#: j7073903. G2: foreign - event occurred in spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the double mobility insert became deformed, resulting in dislocation of the head, and the patient underwent revision surgery approximately 3 (three) years and 8 (eight) months after initial implantation. It was discovered during a routine review. There were no contributing conditions, and the surgical technique was followed. The patient underwent revision surgery without delay. Attempts have been made and no further information has been provided.